Event description:
The facility reported a colleague infusion pump with failure code 701:00. It is unknown when or in which care area this event occurred. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 701:00 was confirmed but not reproduced by a baxter service technician. The root cause of this condition was determined to be corrosion on pump head module (phm) - channel a. The phm assembly - channel a was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.